Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/20/2020. Additional information was requested and the following was obtained: how was the broken needle retrieved from the patient? Endoscopic instruments in gynecology. How long was the delay? 5 10 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Up to now ¿ there are not any unexpected outcomes result. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no information. Was the procedure completed successfully? Completed. Was there any adverse consequence associated with the patient? Yes ¿ prolong the surgery time ¿ due to anesthetic effective. Name of the procedure? Total laparoscopic myomectomy procedure. Tissue on which used? Uterus. Initial procedure date? (B)(6) 2019. What is the patient¿s current health status and condition? The patient's health has stabilized.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mlz246, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the broken needle retrieved from the patient? How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? Tissue on which used? Initial procedure date? What is the patient¿s current health status and condition?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke while sewing in the 3rd stitch. It took the surgeon more time to find the broken needle in the surgical area. The surgery was prolonged, and affected to patient's health. There were no adverse patient consequences reported. Additional information has been requested.